Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, crease flat, missing piece of the shell and underweight. A microscopic analysis was performed which identify a striated edge broken, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge broken on radius side assessed as surgical damage. Missing piece of the shell assessed to inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.